Manufacturer narrative:
(B)(4). Method - lens work order search. Result - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion - based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a aq2015a silicone three piece lens. The surgeon prefers to fold the lens using forceps to insert the lens into the eye and does not use an injection system. The surgeon felt the lens was a little stiff when folding. The lens did not fold correctly. The surgeon decided not to use the lens. There was no pt contact.